Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the pacemaker revealed that the patient's right ventricular (rv) lead was unable to capture. The rv lead was repositioned to have the capture measurement in an acceptable range. The patient was stable throughout.